Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of received device logs. No part was returned despite several attempts to receive it. The customer has not requested maquet service at this time, stating that they would only like the logs evaluated. Evaluation of received device logs confirms the two reported technical error codes and a stop of ventilation on the date of event. One error indicates disabled valves and the other a panel user interface audible alarm error. These errors and generated monitoring and breathing software errors indicate a can communication issue. The conclusion in the matter is that the cause of errors cannot be determined since no part has been identified as faulty.

Event description:
Importer ref: (B)(4). Manufacturer ref: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error indicating disabled valves and it stopped ventilating. There was no patient harm. (B)(4).